Manufacturer narrative:
Model number/catalog number 72404127 serial number n/a batch/lot number 1100368673 model/catalog description control pump fgs iz unique identifier (UDI) # (B)(4). Model number/catalog number 72400024 serial number n/a batch/lot number 1100131644 model/catalog description balloon fgs 61-70 cm unique identifier (UDI) # (B)(4). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Recurrent incontinence and positional incontinence, and migration/malposition are acknowledged within the directions for use (dfu) and are not related to off-label use or failure to follow instructions. A risk review was completed; altered therapeutic response, and migration are defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. The reported patient symptom of urinary incontinence and the reported migration are known risks associated with this device type and indicated as such in the instructions for use. Based on the information available, the conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with an artificial urinary sphincter (aus) experienced recurring incontinence. The cuff was placed very proximally within the urethra and appeared to have shifted to an angled position, resulting in a non circumferential cuff around the urethra. Additionally, the physician believed the cuff latch was not secure at the time of initial placement and may have shifted following device activation, potentially contributing to the incontinence. A surgical procedure was performed to remove and replace the aus. No further complications were reported.